Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, delamination of valve and white particles inner the shell. Leak test and microscopic analysis was performed which identified: delamination of the valve and plug strap disk shell (>75% total separation). Based on the device analysis the final assessment is: a delamination total of the valve and plug strap (adhesive failure). Additional, changed, and/or corrected data.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.